Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported, patient (pt) independent with mobilising from bed to bathroom. Pt took self to bathroom with IV fluids and IV pole. On way back to bed has become disconnected from the peripheral intravenous catheter (pivc). Pt has not noticed. As was independent has not been assisted back to bed. Pt went back to sleep. Assitant in nursing (ain) has noted the smell of copper and on investigation has seen significant blood loss in the bed and floor next to bed. Escalated immediately. Bleeding controlling. Met call initiated. Pt required 2x packed red blood cells (prbc). Bloodpressure (bp) drop to 70sys, pale. Recovered well.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No physical sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.